Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "pushblock is cracked" issue was confirmed but not reproduced during product evaluation. The assignable cause was not determined due to estimate refusal by customer. No repairs were made in order to fix the reported condition.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "pushblock is cracked." It is unknown when the event occurred; however, it was identified in the "surgical" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.